Event description:
It was reported that during implant, the right ventricular (rv) lead was implanted through a 9 french introducer and the implanter thought it was a tight fit. When the sheath was split, there was difficulty removing the sheath and it was noticed the rv lead had been bent in two places. When attempting the remove the rv lead, the helix could not be retracted so the lead was just pulled out and it looked as if the helix had been stretched out upon pulling out. The implanter thought they likely bent the rv lead when trying to split the sheath, but was concerned that they had not exerted enough force to bend the lead to the extent it was bent. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and several conductors were distorted. It was noted that the helix was distorted/bent and the lead appeared damaged at implant. The analyst commented that the lead conductors distorted and helix bent and stretched.